Manufacturer narrative:
The circumstances in which the safety rail was damaged are unknown. The faulty part was replaced, the device was tested and confirmed as operated correctly. To conclude, the safety side rail detached partially from the bed¿s frame and from that perspective, the enterprise 5000x bed did not meet its manufacturer specification. There was no patient involved. The complaint was decided to be reportable due to the safety side rail malfunction (one of the upper arms broke and the lower arm detached from the bed's frame).

Event description:
It was reported by the end-user to the arjo representative that the enterprise 5000x bed needs to be repaired. There was no information regarding patient involvement and no injury was reported. The device evaluation performed by an arjo representative revealed the right hand-end side rail did not lock in the upper position. This was caused by a broken upper arm and detached lower arm (responsible for keeping the side rail in the raised position). The safety rails are an integral part of the enterprise 5000x bed frame. This bed has four side rails, two on each side of the bed.